Event description:
The device was used during a procedure on the bowel. Reportedly, the staple line was incomplete and bleeding occurred. The surgeon applied another device and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.